Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete patient and event information. Further information was not provided. A review of documentation supplied with the implant states that it must be charged to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with allowing the ipg to deplete beyond a recoverable state.

Event description:
It was reported the patient did not recharge the ipg as recommended by manufacturer¿s guidelines. In turn, the device stopped communicating with external devices, deeming it inoperable. The patient underwent surgical intervention wherein the device was explanted and replaced, resolving the issue.